Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm. The blood glucose level was unknown. The customer reported that they were able to clear the alarm. Customer able to complete rewind. The troubleshooting was performed. The customer was asked that they did the receiving another pump error alarm after a battery change and found that this was the third time that this happened to her. The customer was advised that the insulin pump will need to be replaced. The customer was advised to monitor the insulin pump and that patient may continue to wear the insulin pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed self-test, a21 error test and displacement test. No unexpected low battery, weak batt, battery out limit, failed battery test, a21 alarms or reset time or date anomaly after change battery noted during testing. (B)(4).